Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. B5 (describe event or problem), d1 (brand name), d4 (catalog no), and d4 (UDI): these fields were updated to reflect the correct ticket product that was utilized in this event (ID now covid-19 2.0 assay). H3 other text : single use; device discarded.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 2.0 assay for multiple tests performed on (B)(6) 2023. This MFR. Report addresses test three (3) of three (3). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on a direct tested nasal sample. Additional testing was performed using an angcard covid-19 antigen test via unknown swab and generated a negative result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device evaluated by MFR: single use; device discarded.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 assay for multiple tests performed on (B)(6) 2023. This MFR. Report addresses test three (3) of three (3). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2023 on a direct tested nasal sample. Additional testing was performed using an angcard covid-19 antigen test via unknown swab and generated a negative result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 2.0 assay for multiple tests performed on (B)(6) 2023. This MFR. Report addresses test three (3) of three (3). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on a direct tested nasal sample. Additional testing was performed using an angcard covid-19 antigen test via unknown swab and generated a negative result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m229742 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000 / lot m229742 and test base part number 192-430 / lot m229742. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m229742 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. H3 other text : single use; device discarded.